Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis on (B)(6) 2013, with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. Date of event: not provided.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however, was unable to reach him by telephone. The smss classified the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2012, the patient obtained the blood glucose readings of 420 mg/dl and 120 mg/dl on the reported meter with 20 minutes. At that time, the patient experienced symptoms of "low blood sugar;" he did not provide specific symptoms. The patient claimed he administered self-treatment by taking insulin. The patient manages his diabetes with the oral diabetes medication metformin and januvia (sitagliptin), and the insulin apidra and levemir. It would have been helpful to determine the patient's specific symptoms, his blood glucose readings and insulin doses prior to the onset of symptoms, and if the patient received any treatment for his low blood glucose symptoms. Troubleshooting revealed the test strips were in good condition and within opened expiration dating and the patient's testing technique was correct. The meter, test strips and control solution were replaced. The patient's status and actions prior to the onset of symptoms was not known. The patient allegedly suffered symptoms suggesting severe hypoglycemia while using the reported meter, therefore this complaint is being reported.